Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. One used decontaminated sample was received for investigation in plastic bag. Under visual inspection the sample appeared to be in good condition. Inflation testing of the device was completed, which was unable to confirm or replicate the reported event. It was confirmed that after 12 hours the cuff was still fully inflated. Also no leak was found when inflated device was put under water. Root cause was unable to be completed as the reported event was not confirmed. A DHR review was no completed as no lot information was provided.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was detected. There was no patient injury reported.